Event description:
Revision surgery - the pt was being revised from a hemiarthroplasty to a reverse shoulder prosthesis, due to increasing pain. The original surgery was performed two yrs ago.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 1.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product for taper non-conformances. The parts were returned to the vendor and not used in the lot. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.